Event description:
Pt was revised to address non-union of femoral fracture. It is speculated that the nail was undersized.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.